Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log (ehl) was reviewed and there was a cassette not attached properly alarm. A cassette was attached and the reported issue was unable to be duplicated. A cassette was attached to the pump multiple times with no error pop up. Both occlusion sensors are within specification ranges. There was no fault found with the returned pump.

Event description:
Information received a smiths medical cadd solis vip 2120 device alarming cassette not attached properly. No patient adverse events reported.